Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer was able to perform fill tubing successfully, confirming that drops of insulin were exiting the end of the tubing. There was no impact to the customer's blood glucose level.